Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "liquid leaked during use, replaced with a new product, and did not affect the patient"

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "liquid leaked during use, replaced with a new product, and did not affect the patient."

Manufacturer narrative:
H6: investigation summary: one q-syte unit sample was received by our quality team for evaluation. Upon visual inspection of the device no visible damage to the top septum or body of the q-syte was observed. The unit was tested for leakage in both the actuated and unactuated positions. Both units were found to leak in both the actuated and unactuated position; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. A microscopic inspection of the devices was performed no visible damage to the septum top disk or column was found. Additionally, no damage to the top or bottom body of the q-syte was found. In order to perform additional inspections, the bottom and top body were separated. Upon microscopic inspection of the bottom disk, it was found that damage was present: the tear is found through the bottom disk outside of the septum column. This tear creates a flow path from inside the q-syte into the space between the top body and septum column allowing for leakage to occur through the vent holes. Damage to the septum may occur due to molding, manufacturing, or use of the device. This type of damage has not been historically observed as a defect of the silicon molding process. During manufacturing a circular cut to the bottom disk may occur due to misalignment between the reseat probe/part in station 12 of the manufacturing process. During use of the device damage to the bottom disk can occur; however, it is commonly found in conjunction with damage to the column or to disk of the device. It is unlikely that the customer only damaged the bottom disk without additional damage to the septum as on the returned until. The most likely root cause is linked to the manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.